Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: fpa. E.1: initial reporter facility name: (B)(6). H.6 investigation summary material #: 367364 lot/batch #: 2234338 bd received one (1) sample and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for discoloration was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for discoloration with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of discoloration. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set there was a brownish discoloration on the tubing. There was no report of patient impact.